Event description:
In this event, it was reported that two pts experienced inflammation and bleeding one day after having impressions recorded using jeltrate impression material. During a f/u appointment, the doctor observed some irritation and inflammation. As a result, the doctor administered chlorhexidine rinse.

Manufacturer narrative:
It is likely that the contact of the jeltrate caused localized irritation and did not require pharmacologic intervention to help remedy the situation. Still, while there is no indication that the jeltrate used in this event malfunctioned, the pts were placed on an antiseptic rinse, action that would be considered medical intervention. Therefore, this event meets the criteria for reportability. The device is available for evaluation, though has not been returned as of this report.